Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the battery wasn¿t hitting the right spot so they stopped using it over a year ago. They got it recharged but wanted to have the device removed. The pain at the implant site had not been resolved.

Event description:
Patient notes that she did not charge or use stimulator for past year because she did not feel like it helped her back. She now has leg pain and wants to see if it will help her leg. Performed device reset to recharge battery. Por cleared from battery to resume therapy. Issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient was prescribed MRI of back in order to image device to remove device. Pt was told by MRI facility to contact manufacturer because device won't go into MRI mode b/c device battery is dead as it hasn't been charged in over a year (pt said likely last time she charged was (B)(6) 2020). Pt said ins won't charge when she tried to get it to charge today, she can only get the reposition antenna screen on the recharger. Pt said she stopped using/charging device about a year ago because since she got the device in, it hasn't really helped her. Pt said when she was implanted she was asked if she felt stimulation in the right spot and she had answered yes but she had never really felt stimulation in the right area. Pt said now the implant site was hurting and area was swelling so hcp was taking m ri's of back in order to get device removed. Pt tried charging ins but ins won't charge. Pss reviewed MRI info and possible overdischarge. Pss reviewed if device was in od, jump start and MRI eligibility form were options. Patient is going to ask this hcp if he is willing to fill out form.¿ the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt doesn't have an hcp that manages the device and previous managing dr. Has left town. Pt said hcps had tried to get her to put a morphine pump in for pain but pt declined that and is on medical marijuana for pain and said no dr. Will take her knowing that. Pt is working with new dr. To have device removed.